Manufacturer narrative:
A product evaluation was performed on 17aug2018 on the following: p/n# ttns3.00e4-1200 lot# 052518 s/n# (B)(4). The thermage tip failed visual inspection, as it was observed to have a hole in the membrane. Dielectric breakdown was observed. The tip passed flow and thermistor testing. No leak test was performed. A functional test was unable to be performed due to the observation of dielectric breakdown. The plant evaluation is underway.

Event description:
User facility in the us reported that the customer noticed a "smokey" smell from the thermage cpt treatment tip with approximately 471 pulses completed. The customer completed one pulse, but the next two pulses had a spark from the tip membrane during rf delivery. The customer stopped using the treatment tip and did not notice any potential adverse event symptoms on the delivery site. The customer was able to finish the patient treatment with the second tip.

Manufacturer narrative:
The device history record has been reviewed. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4), manufacturing date: 05/25/2018. Service confirmed damage on the tip membrane along the rf trace. The investigation found flames/sparks from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.